Event description:
The options program was not working on the pump so the nurse hand set the infusion rate. The IV bag had 100 cc total and had to be infused at the following rate: 15 cc bolus; 50 cc over the next 30 min; 35 cc over the next one hour which equals 100 cc. The 15 cc bolus went in and beeped. The next rate was set and should have beeped when the 50 cc infused. It did not beep until the entire amount infused. On 1/31/95 MFR's sales representative was at facility to check the pump.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.